Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® one use holder was found deformed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the holder was deformed."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for deformed holder with the incident lot was observed. Evaluation of the customer samples was performed and deformed holder was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® one use holder was found deformed before use. The following information was provided by the initial reporter, translated from japanese to english: "the holder was deformed."